Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their ipg explanted due to ineffective stimulation. Patient did not like the feel of the tonic stimulation. The patient had the ipg explanted and replaced with a competitor ipg approximately four years ago (exact date unknown by manufacturer).